Manufacturer narrative:
(B)(4): physio- control evaluated the device and verified the reported failure. Physio found that certain area of the system pcb assembly was burned. Physio is currently waiting on customer decision to either repair the device or remove it from service.

Event description:
During a daily inspection, it was reported that the device would not complete the initial self test boot up cycle upon power on, a lock up failure. There was no patient use associated with the event.